Event description:
The customer reported unable to acquire v6 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v6 lead ECG. There was no reported adverse pt impact. The device was sent into the bench and no trouble was found. The customer told the bench repair person that they isolated the issue to the lead set but had already sent in the device for repair. The device passed all performance assurance testing and was returned to the customer. We will consider this a malfunction of the ECG lead set where v6 could not be acquired. As of (B)(6) 2012, the customer confirmed the device is working fine and has no more issues.